Manufacturer narrative:
Investigation summary bd had not received samples or photos for investigation. Therefore, 30 retention samples of each lot from bd inventory were evaluated by visual examination and no issues were observed relating to gel bubbles before use as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode gel bubbles before use. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that prior to use with 700 bd vacutainer® sst¿ blood collection tubes, there were air bubbles in the gel. There was no report of patient impact.

Event description:
It was reported that prior to use with 700 bd vacutainer® sst¿ blood collection tubes, there were air bubbles in the gel. There was no report of patient impact.

Manufacturer narrative:
Multiple lots: d4. Medical device lot #: 3300804. D4. Medical device expiration date: 31-oct-2024. H4. Device manufacture date: 27-oct-2023. D4. Medical device lot #: 3257991. D4. Medical device expiration date: 31-oct-2024. H4. Device manufacture date: 27-oct-2023. D4. Medical device lot #: 3206578. D4. Medical device expiration date: 31-oct-2024. H4. Device manufacture date: 27-oct-2023. D4. Medical device lot #: 3201199. D4. Medical device expiration date: 31-oct-2024. H4. Device manufacture date: 27-oct-2023. G5. Multiple 510(k): bk050036, k230855. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.